Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer sated that when he changed his wafer last week and this week the stoma bled just a little pink fluid and then stopped. Bleeding might come from cleansing around the stoma.